Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds, high and infinite impedance and a possible fracture. The lead was unable to capture. The right atrial (ra) lead was programmed off and planned to be capped at the patient's upcoming generator exchange procedure. Prior to the generator exchange procedure it was also noted the right ventricular (rv) lead also experienced high thresholds, high and infinite impedance, a possible fracture and failure to capture. The right atrial (ra) lead and the right ventricular (rv) lead were capped. The right ventricular (rv) lead was replaced and the patient was downgraded to a single chamber ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.